Event description:
Related manufacturer report number: 2017865-2022-06257. It was reported that a patient presented to clinic for follow up. Device interrogation revealed that there was over-sensing noise on both the right ventricular (rv) lead and atrial lead. The physician elected to explant and replace the rv and atrial lead. The patient condition was stable.